Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensing. The device data was sent to technical services (ts) for review. The device also was noted to have recorded inappropriate untreated episodes. Device data showed a high shock impedance at the time of the delivered shocks, however measurements remained within normal limits. Ts discussed performing isometrics with electrode manipulation and performing an x-ray to confirm electrode to header connection. Ts also discussed programming to the secondary vector until further evaluation can be completed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensing. The device data was sent to technical services (ts) for review. The device also was noted to have recorded inappropriate untreated episodes. Device data showed a high shock impedance at the time of the delivered shocks, however measurements remained within normal limits. Ts discussed performing isometrics with electrode manipulation and performing an x-ray to confirm electrode to header connection. Ts also discussed programming to the secondary vector until further evaluation can be completed. At a recent follow up appointment, it was noted that an additional inappropriate shock was delivered to this patient. This system remains in service. No adverse patient effects were reported.